Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The service representative, however, did find moisture in the breathing system which could have made this failure occur intermittently. The breathing system was cleaned out and the pop-off valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the pop-off relief valve was stuck shut. No report of patient involvement.